Event description:
It was reported impedance readings were >3600 ohms on all electrodes in combination with 0, 1, 2, 3, and 11. It was possible to program around the issue using the 8, 9, and 10 electrodes. One week later, it was reported, impedances were high on all electrodes but the pt was able to use electrodes 4-7 for programming. It was possible to get stim on the right side only. Add'l info indicated the stimulation was only felt in the right leg due to no stimulation from the problem electrodes. The pt was seeing the hcp who had indicated a revision of the lead would not be performed.

Manufacturer narrative:
(B) (4).